Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autofill failure " issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Full event site name: (B)(6) hospital.

Event description:
It was reported that prior to use, the cs300 intra- aortic balloon pump (iabp) had an auto-fill issue. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cs300 intra- aortic balloon pump (iabp) had an auto-fill issue. There was no patient involvement, and no adverse event reported.